Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed with its tip at the level of the lowest renal vein. Approximately, seven years and four months of post deployment, a computed tomography abdomen demonstrated the inferior vena cava filter showed no evidence of a tilt. The proximal tip lay just below the entrance of both renal veins into the inferior vena cava. Two of the posterior struts at approximately 4 o' clock and 5 o' clock axially demonstrated a perforation, with the strut at 4 o' clock extended to the edge of the aorta. The strut at 5 o' clock extended to the edge of the posterior thoracic spine. There was a strut at the 7 o' clock and a strut at 11 o' clock, that perforated and extend only into the adjacent fat. There was no evidence of a strut fracture or bending. After three months and thirteen days, the patient presented with chronic back pain that radiated down the right lower extremity to the foot. Next day, a computerized axial tomography scan showed an infrarenal inferior vena cava filter with no retained thrombus. Numerous filter struts protruded beyond the inferior vena cava lumen into the surrounding soft tissues, including anterior into the duodenum, posterior into the vertebral body and psoas muscle, and medial into the aortic adventitia. After 1 month and 9 days, a venous duplex showed chronic occlusive deep vein thrombosis throughout the femoral vein, with nearly occlusive deep vein thrombosis in the popliteal vein. After 2 weeks and 4 days, an attempt was made to retrieve the indwelling inferior vena cava filter from the patient¿s body. A 5-french micropuncture was used to access the right internal jugular vein under ultrasound guidance. Given the flexibility of the 9-french sheath, it would be unable to pass this into the abdominal inferior vena cava and also be unable to grab the filter, given its chronic incorporation into the surrounding tissues. A venogram demonstrated a patent inferior vena cava with patent bilateral renal veins and no evidence of clot in the filter. The ensnare was then brought onto the field and passed through the 12-french sheath into the inferior vena cava. After some manipulation of the snare, we were able to grasp the top hook of the filter. A 12-french sheath was advanced over the snare in attempt to capture this. However, the inferior vena cava filter was quite stuck where it was and the traction was lost on this, a few times. The physicians were ultimately able to grab the top hook and by pulling the snare back into the sheath and by advancing the sheath forward, they were able to release the filter completely from the surrounding tissues and pulled into the 12-french sheath. The snare came loose from the filter, once the filter was fully within the sheath, but it had been removed in completion and there was no evidence of filter remaining left in the patient. Under direct visualization with fluoroscopy, the 12-french sheath containing the filter was carefully removed from the patient's neck, being careful not to lose the filter anywhere along the way. The sheath and filter combination were removed from the neck and manual pressure was held until hemostasis was obtained. The physician cut opened the sheath on the back table and was able to retrieve the filter, which confirmed some dense fibrotic tissue attached to multiple tines of the filter including the top hook, but all of the tines were in place and intact. The patient tolerated the procedure well without any immediate complications. Therefore, the investigation is confirmed for perforation of the inferior vena cava and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with severe cervical spine trauma and acute left lower extremity deep venous thrombosis. Approximately seven years and four months post filter deployment, a computed tomography (CT) abdomen without intravenous contrast revealed that the filter migrated caudally and filter struts extended to the edge of the posterior thoracic spine. The device was removed percutaneously. The patient reportedly experienced chronic back pain; however, the current status of the patient is unknown.